Event description:
(B)(4). The dealer reported that the t93hc mechanical wheelchair front riggings were broken. The patient weight is (B)(6). There was no patient injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model t93hc, serial number/date code (B)(4) is approximately three month old. The consumer weight is (B)(6). However, age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Manufacturer narrative:
The incorrect information was provided on the initial medwatch.